Event description:
It was reported that an occlusion alarm occurred. The customer's blood glucose level ranged from 324-325 mg/dl. At the time of the report with tandem technical support, the customer had already changed the cartridge and infusion set, therefore, no troubleshooting could be performed to determine a root cause. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.